Event description:
It was reported that the patient's inflatable penile prosthesis reservoir was replaced due to unspecified reasons. A 65ml reservoir was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.